Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited the channel tube (ch-tube) and objective lens had foreign material mixed with corrosion was found. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 was made. It should be 05/21/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The reported event can be detected/prevented in accordance with the instructions for use (IFU) as follows: reprocessing method of cyf-vh, there is a description in [cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual]. Olympus will continue to monitor field performance for this device.